Event description:
The patient experienced dyspnea after running. During an in-clinic follow-up, a rate response issue was observed on the leadless pacemaker (lp). The device was then reprogrammed to resolve the event. The patient is stable.

Manufacturer narrative:
A software investigation was performed by reviewing session records and/or data logs provided from the customer. The reported complaint of regarding the aveir lp rate-responsive pacing algorithm was confirmed. There is no evidence of any malfunction of the aveir lp. The lp appears to be responding to the patient¿s internal temperature changes and increasing pacing rates as designed. Unfortunately, it appears that this patient is experiencing known limitations of the aveir lp¿s temperature-based activity algorithm to be able to sustain those higher pacing rates during relatively long sustained exercise.